Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for spinal pain and phantom limb pain. The patient was having an unrelated MRI but they could not turn their therapy off for the MRI. It was reviewed that the MRI technician should call back when they were with the patient for further troubleshooting and the caller was sent a number to have a manufacture representative (rep) paged. There were no patient symptoms reported and no complications reported.